Event description:
Patient implanted lcp condylar plate and screw construct (B)(6) 2011 for a right distal femur fracture. Patient returned to operating room on (B)(6) 2012 for removal of hardware due to non-union. Patient also complained of pain. Surgeon removed all hardware and revised patient with new plate and screw construct. This is the first of 8 reports submitted on this event.

Manufacturer narrative:
Review of the device history records (dhrs) found nothing that would cause or contribute to the reported incident. All product was found to be acceptable to established visual and dimensional specifications during manufacturing and release.